Event description:
On 07/21/2009, the pt's nurse requested additional training for the pt. The pt has been experiencing elevated blood glucose for 2-3 weeks. The infusion device has not displayed any error messages and there were no leaks in the system. Her insulin was clear and had not been exposed to extreme temperatures. The pt was not able to complete troubleshooting at the time of the initial report. On 07/21/2009, the pt called back to complete troubleshooting. She attempted to review the bolus history of the infusion device, but she was unable to complete the steps. Her insulin cartridge, infusion site and tubing had been changed. She stated that her blood glucose was elevated to almost 600 mg/dl today. Her normal blood glucose level is below 150 mg/dl. A request for additional training was submitted. Per trainer's notes on 08/06/2009, the pt denies having issues with her infusion device. Her basal rates were adjusted a "few" days ago by her endocrinologist, and her blood glucose has improved. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.